Event description:
It was reported the unit makes a sound without operating during an unknown procedure. No patient consequence reported.

Manufacturer narrative:
The complaint has been confirmed. The unit was received at the international service center. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing, the unit passed all electrical safety, and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.